Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinicai follow-up (pmcf) survey to seek out potential new risks and assess performance of the sentrant device. The exact size of the device is unknown. Survey results from a interventional cardiologist in practice 15 years, who has used the device 40 times in total of which 10 of those times were in the last 12 months. During use of the sentrant, the following complications were encountered in the last 12 months; blood loss/bleeding (1) , hematoma (1), embolization (micro or macro) with transient or permanent ischemia (2). None of these events were assessed as related to the devices themselves and not the procedure. The physician had the opinion that the sentrant performed as expected when it was used. No further information has or will be provided.